Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6).

Event description:
The customer received a questionable low elecsys hcg + beta test system result for one patient sample. The initial result was 26.11 iu/l with a data flag and was reported outside of the laboratory. Due to a previous result of 620 iu/l on (B)(6) 2018, a new sample was collected on (B)(6) 2018. The results were >10000 iu/l with a data flag, 61877 iu/l with a data flag from a 1:100 dilution, and 58597 iu/l with a data flag from a 1:50 dilution. The original sample was then repeated with a result of >10000 iu/l with a data flag and 42882 iu/l with a data flag from a 1:50 dilution. There was no allegation of an adverse event. The reagent lot number was 25919901 with an expiration date of 30-nov-2018. The customer stated the sample quality was poor.

Manufacturer narrative:
Analyzer performance testing was completed and was acceptable. The investigation was unable to find a definitive root cause.